Event description:
A nurse reported following an intraocular lens (iol) implant procedure, the lens was exchanged. The patient could not see as well out of his eye. The nurse reports anisometropia and anisokonia. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Additional information provided indicated the use of a cartridge. It is unknown if the approved handpiece and viscoelastic were used with this lens/cartridge combination. Product history records could not be reviewed for the cartridge lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. (B)(4).